Event description:
It was reported that the venous female luer (port) of the ash split catheter cracked. The pt was sent to the hospital for catheter replacement. The pt experienced problems after the new catheter insertion, developed pneumonia, and expired (7) days later.